Event description:
It was reported that infusion set fell off during use on (B)(6) 2026.

Manufacturer narrative:
Name: tandem. Country: united states. Address ¿ line 1: 11045 roselle street. City: san diego. State: ca. Zip code: 92121. Initial 2 of 6. Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.